Event description:
The device was returned for analysis.

Event description:
The device was later explanted due to normal battery depletion.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the right ventricular (rv) channel, exhibited by this transvenous defibrillation lead. The noise was oversensed and resulted in pacing inhibition. This left ventricular lead exhibited high pacing thresholds. The noise could not be reproduced with isometrics, or pocket manipulation. A technical services (ts) consultant discussed several troubleshooting and programming options. At this time, no further information is available and attempts to obtain additional information have been unsuccessful. Additional information was provided that the device continued to record episodes of noise and oversensing. The device was scheduled for replacement. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
As of today, the available information suggests this device and leads remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.